Manufacturer narrative:
(B)(4): inflamed nostrils and no sense of smell.

Event description:
A facility reported that a healthcare worker (hcw) experienced breathing problems (inflamed nostrils and has no sense of smell) when working in the room with the four sterrad units (100s, nx and two 100nx). The hcws symptoms have been ongoing for 2-3 months. She works 5 days a week, 8 hours per day. The healthcare worker's physician made a diagnosis that the issue was an air quality induced respiratory illness and she was treated with an unknown inhaler. The physician recommended that she wear a cloth surgical mask when working in the room. Allergy testing has not been performed. The customer states that the air exchange/ ventilation of the room has not been checked. The customer alleges that her breathing problem 'has to do with air quality in the room with the sterrad units". An asp field service engineer has been dispatched to the site to assess one of the sterrad 100nx units. A supplemental medwatch report will be submitted in the event additional information is received.

Manufacturer narrative:
Manufacturer date: 07/29/2008. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, health hazard evaluation, system hazard and user misuse analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (06/20/2012 to 12/17/2012) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from 01/2013 through 12/2013 and revealed a significant trend which was addressed through CAPA. The trend of the product malfunction code respiratory reaction was reviewed from 04/2012 through 03/2013 and revealed the highest risk to be broadly acceptable. The fmea (failure mode and effects analysis) revealed the risk priority number scores are below 100 and are considered acceptable. The hhe (health hazard evaluation) was reviewed for the risk of odor and smell exposure. The severity and occurrence for the general population were limited (transient, minor impairment, no medical treatment required) and the product problem has been known to result in the identified harm, but only occasionally and/or under unusual circumstances. The shuma (system hazard and user misuse analysis) shows that the risk is as low as reasonably practical for exposure to odor or odorants. The shuma (system hazard and user misuse analysis) shows that the risk is broadly acceptable for respiratory reactions. The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: (1) premature failure of the used and saturated sterrad 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad 100nx system. (2) the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad 100nx system. The asp field service engineer found no issues related to odor smells. No parts were replaced and no parts were returned for further evaluation. The issue has been resolved at the customer facility and will be tracked and trended.